Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the implantable cardioverter-defibrillator (ICD) was exhibiting functional undersensing. No interventions were taken. The patient was in stable condition.